Manufacturer narrative:
A maquet rep visited the hosp and evaluated the device. The hospital's staff reported that the biomed had swapped two xten cupolas in or #10 and or #9 in an attempt to improve the video camera image quality prior to this incident. During the exchange, the ring that holds the safety segment in place was installed backwards. This prevented the segment from seating properly, allowing the cupola to release. Maquet svc rep repaired the surgical light, and verified all components were intalled properly. The customer was made aware of the root cause and was advised to contact maquet if svc was required in future. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.